Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an no product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences (engineering or technical summary) and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed as neither device nor relevant imagery was provided. Available information suggests patient anatomy (calcification) and procedural factors (over-inflation) likely contributed to the event. As stated in the information from the field, the patient had moderate calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the balloon burst could have been caused by over-inflation. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty or inability to withdraw system through sheath was unable to be confirmed as neither device nor relevant imagery was provided. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, the valve embolized, being pulled in the descending aorta. Prior to the embolization, a bav was done. Per the fcs, the embolization could have been caused by a 'potential loss of capture'. The team added volume to the balloon and the balloon burst in horizontal tear. All balloon pieces were removed successfully. They were unable to withdrawal the entire unit from esheath so a cut down was performed. A dissection was found in the right common iliac and fixed with the cutdown and a covered stent. The patient was noted to be doing well post procedure.